Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer changed the infusion set and treated with a manual injection the day before the hospitalization. The customer also stated she had been getting no delivery alarms during bolus attempts. Troubleshooting was performed and the insulin pump passed the required tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.